Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure. The customer reported that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was not detecting as closed. A field service engineer found no issues with the latch sensor or inseparable. The fse replaced pyxibus interface board, and the drawer sensor responded appropriately. However, the drawer was then no longer detected on the bus, then fse replaced the drawer controller. The issue persisted until the fse replaced retractor band, after which the device functioned properly. The system functioned as intended after the field service engineer repaired the device.